Event description:
It was reported to philips that device failed to start due to suspected mpdu fuse issue on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service instructed the user to replace the mpdu control fuse, restoring the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).